Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the use of the catheter in the holep laser turp, the irrigation was not smooth, and no blood clot obstruction was found inside bladder after toomey. Thus a foely occlusion was suspected. Then another device was used to complete.

Manufacturer narrative:
The reported event was unconfirmed. When di water was directly inserted into the irrigation funnel of the returned 3-way lubricath catheter sample using the di faucet, water flowed out of the catheter with no issues and no occlusions were noted. A slip tip syringe was then used to flush water through irrigation funnel. Water was seen coming out of the irrigation eye with no issues. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the use of the catheter in the holep laser turp, the irrigation was not smooth, and no blood clot obstruction was found inside bladder after toomey. Thus a foely occlusion was suspected. Then another device was used to complete.